Manufacturer narrative:
Additional information: b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). An investigation of the manufacturing records associated with the serialized device was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the device evaluation performed on site, the alleged event could not be confirmed and a cause was not identified.

Event description:
A follow up was received from technical services. The technician arrived at the user facility to service the device. The technician performed a general inspection of the hydraulics and verified calibrations without finding any issues. Functional tests and a heated disinfection of the system was completed without any issues identified. The device was functioning correctly. The reported event was not confirmed and there was no cause identified.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius (B)(4) technical services that the 2008k2 hemodialysis (hd) device was alarming with error 1 and it was not ultrafiltrating as programmed during hd treatment. There was no suction from the red pipette. There was no harm, adverse event, nor medical intervention required as a result of this event. The patient was able to continue and complete treatment using the same products. A fresenius (B)(4) technician was scheduled to service the device. This report was received from fresenius (B)(4). Additional information has been requested, however, to date a response has not been received.